Event description:
Stryker "performance" series sagittal blade prongs that hold the sawblade into the saw broke while being used for total joint replacement surgery. A second sawblade was opened and utilized to successfully complete the procedure without any harm to patient. Ref# 6118-127-100. Lot# 23030037. Exp: 02/01/2028.